Event description:
It was reported, there was noise in the three channels, atrial, ventricular and far-field. The device was explanted and replaced. The results were normal. The patient did not have any post-implant complications.

Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause could not be determined.